Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported not being able to see at night and that there are black specks in vision in the right eye post cataract procedure. The patient had monovision lasik done previously which the right eye was corrected for distance. After cataract surgery, both eyes are now corrected for near. Patient was explained by the site that the machine read measurements incorrectly for the right eye.

Manufacturer narrative:
The company clinical trainer and company eye physician reviewed the calculations and noted the images and measurements appeared correct. The eye appeared properly aligned and the set up was good. However, the doctor noted that the axial length measurement for the right and left eye were the same at 24.10mm. While it was possible they are the same, this is not typical. The facility was contacted and stated the axial length measurements were for the right eye (od): 24.10 and for the left eye (os): 24.18. If the incorrect axial length measurement was entered this could affect both the intraocular lens (iol) power recommendation and the predicted post-operative visual acuity. Another potential issue may be the iol model that was implanted. The iol is a four haptic hydrophilic acrylic lens. The iol is a one piece iol with the haptics made of the same material as the optic and continuous with the optic. The four haptics extend into the fornix of the capsule to provide stability. In an average sized capsule, the lens assumes a slightly posterior vault. In a larger capsule, the lens will often assume a planar position, rather than vaulting posteriorly. This planar positioning will often result in a refractive outcome that is myopic to target. It is difficult for the system to account for this occasion planar positioning. Post myopic lasik eyes have a myopic eye anatomy, and usually have larger than average capsules. In this eye, the lens might have assumed a planar position, resulting in an outcome that is planar to target. If the iol is resting in a planar position this may indicate the correct axial length value was entered. Potential complications noted are potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post radial keratotomy (rk) eyes might yield inaccurate refractive measurement." Based on assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information provided in date of event, describe event or problem, relevant tests/lab data, other relevant history, device evaluated by MFR?, and evaluation codes. Corrective information provided in age/date of birth, model #/lot #, and device manufacture date. (B)(4).

Event description:
The patient experienced glare and halos prior to surgery and after. Upon follow up, the patient was prescribed glasses or contacts to wear in the right eye to correct the visual acuity. Upon follow up, contact in the right eye does not help to see well at night to drive. Upon additional follow up, the patient now reports seeing flashes of light. Upon additional follow up, the patient reports still not able to see. At three weeks post-operative visit, posterior capsule opacity was noted in the right eye. A contact was prescribed to wear on right eye. One month post operative, patient complains of being unable to read small print clearly. Patient states having trouble focusing with contact in the right eye and feels scratchy in evening. Patient also states eyes get tired. All topical medications were discontinued and artificial tears were prescribed. Three months post operative, the patient complained of blurred vision for distance and near. Patient can not see anything and is very upset. Moderate cystoid macular edema was noted. Patient is to continue to use topical steroid medications. Approximately a week later, the patient reported blurry vision, glare and halos. Topical steroid medications will be continued. Approximately four months post-operative, patient reports that near vision is a little better. Patient continues to wear contact lens for distance. Approximately five months post-operative, a laser procedure was done to clear posterior capsule opacity from the right eye. Approximately eight months post-operative, patient states that vision is less foggy but is still blurry with and without glasses. Patient reports shadows when wearing glasses at near. Patient feels like she couldn't drive without glasses. Patient can only read in very bright light. Eyes are tired.